Manufacturer narrative:
Evaluation summary: op notes from when the implants were implanted as well as removed were returned for review. The initial surgery went well although it was noted that the patient had some scar tissue in the acetabulum. When the patient was revised, it was noted that the acetabular component did not contain any tissue ingrowth. It is not known at this time if the products implanted were zimmer products. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity are unknown. It is unknown if the patient's previous pelvic condition had an effect on tissue ingrowth into the acetabular component. There is insufficient information to perform a probable cause analysis. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.

Event description:
It is reported that the patient was revised due to loosening of the acetabular component.